Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 12 years since the subject device was manufactured. Based on the results of the investigation, there is a possibility that due to a leak defect from the rubber, it could not be properly reprocessed, and the foreign matter could not be removed. From the images provided, it was confirmed that there was a foreign object attached to the knob wire, but the foreign matter could not be identified. The root cause of the foreign matter remaining on the device could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in tjf type 150 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation that the duodenovideoscope exhibited foreign objects within the knob wire. There were no reports of patient involvement.